Event description:
Reference medwatch (B)(6).

Manufacturer narrative:
A steris service technician inspected the surgical table and found it to be operating to specifications. The steris account manager visited the customer and provided them with a replacement copy of the orthovision tables setup guide and reviewed with them the patient restraint's that are available for use with this table. The operator manual for the orthovision table also warns that healthcare professionals must ensure the patient is secured to the table in accordance with recommended positioning practices (pg. 1-2). Steris provides suggested guidelines, however, the guidelines do not replace good medical practices and common patient positioning techniques used clinically.